Event description:
The initial reporter advised shiley that a patient with a bjork-shiley convexo-concave mitral heart valve had their valve replaced due to an alleged outlet strut fracture. According to a copy of a medical report received from the initial reporter, the patient was found collapsed but conscious, and transported to the hospital via ambulance. Upon admission to the hospital, the patient's blood pressure was unable to be measured and the patient's breathing was shallow. Oxygen was given and the patient was sent to for emergency surgery. The fractured prosthetic heart valve was removed and the patient survived surgery. According to the medical report the patient died 2 days after surgery due to "the state of shock prior to surgery".